Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source: li y, swallow j, gagnier j, cahill pj, sponseller pd, garg s, thompson gh, ramo ba; pediatric spine study group. Growth-friendly surgery results in more growth but a higher complication rate and unplanned returns to the operating room compared to single fusion in neuromuscular early-onset scoliosis: a multicenter retrospective cohort study. Spine deform. 2021 may;9(3):851-858. Doi: 10.1007/s43390-020-00270-7. Epub 2021 feb 8. Pmid: 33555599. Objective/methods/study data: the purpose of this retrospective study was to compare radiographic outcomes, complications, and qol in neuromuscular eos patients aged 8¿11 years treated with posterior spinal fusion (psf) and growth-friendly (gf) surgery followed by definitive fusion (gfdf). The gfdf group underwent a mean of 8.7 surgeries compared to 1.6 surgeries in the psf group. In the gfdf group, vertical expandable prosthetic titanium rib (veptr) insertion was the most common index surgery [28 patients (65%)], followed by traditional growing rods (tgr) [12 patients (28%)], and magnetically controlled growing rods (mcgr) [3 patients (7%). The study hypothesized that psf would provide better curve control, fewer complications, and a higher qol than gf surgery. The minimum 2-year follow-up after the final fusion were identified from an irb-approved multicenter international database. Adverse event(s) and provided interventions possibly associated with unk - constructs: veptr (qty 56) -13 patients with wound-related complications -1 patient with neurologic complications -3 patients with pain -24 patients with medical/other -15 uprors (unplanned return to operating room) adverse event(s) and provided interventions possibly associated with unk - veptr implants (qty 17) -17 patients with implant related complications